Manufacturer narrative:
The device was returned for analysis which identified the stent was exposed and struts were broken. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the introducer sheath resulted in the reported difficult to advance. Manipulation of the device and/or inadvertent mishandling during shipment for analysis resulted in the noted exposed and broken stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). A 6x150mm supera peripheral self-expanding stent (ses) was attempted to be advanced into the anatomy over a .018" non-abbott guidewire; however, the ses could not be advanced passed the 6f introducer sheath. The ses was removed and replaced with another stent that was used to complete the procedure. There were no adverse patient effects nor clinical delay. Subsequent to the initially reported information, the device was received and the analysis revealed that the stent implant was exposed 4 millimeters (mm) from the distal end of the sheath. The struts at the distal end of the stent implant were broken. Follow-up was performed with the site; however, the site was not aware of the reported damages found in the returned device analysis. No additional information was provided.